Event description:
A customer obtained erroneously elevated troponin (accu tni) results, above the ami cut-off, on two patient samples. Reruns of the initial samples on a different instrument generated results in the risk stratification range. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications. A field service engineer (fse) was dispatched: the fse performed testing on each reagent pipettor with good results. The fse conducted a system check which failed due to one elevated result. The fse replaced the peri-pump tubing, cleaned all 3 aspirate probes and all verification testing met specifications. Although hardware issues were addressed, no definitive root cause could be determined. A malfunction will be assumed for the purpose of this report.